Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was verified and attributed to a faulty analog board. The analog board will be replaced once the repair is approved by the customer. Analysis of reports of this type has not identified an increase in trend.